Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the atw35 device was rec'd in good visual condition and with a cartridge loaded in the device. The returned cartridge was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test cartridge and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device did not form the staples properly which resulted in stapleline bleeding. Another device was used to complete the case. There was no consequence to the pt.